Event description:
The customer reported to vyaire medical that the vela ventilator screen does not turn on, and that when it is plugged into an outlet, it shows that the batteries are charging but the screen is blank. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, when the customer used another mainboard on the original screen it was turning on but when the original mainboard is used on the screen it was not switching on. The customer will order a mainboard replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.